Event description:
The manufacturer became aware of a literature published by the ¿orthopaedic department, university of pisa, italy ¿. The title of this report is ¿the role of external fixation in the treatment of humeral shaft fractures: a retrospective case study review on 85 humeral fractures ¿, published on september 16, 2014. Which is associated with the stryker ¿hoffman ii external fixation system¿. The article can be found at http://dx.doi.org/10.1016/j.injury.2014.08.045. This report includes an analysis of the clinical data that was collected on 85 patients. The cases in this study range from 2001 to 2010. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced deep infection, which required revision. The report states, ¿two superficial infections (2.4%) and one suspected deep infection (1.2%) occurred and were resolved simply by removing the external fixator in addition to antibiotic therapy.¿

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of deep infection, which required revision, could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿orthopaedic department, university of pisa, italy ¿. The title of this report is ¿the role of external fixation in the treatment of humeral shaft fractures: a retrospective case study review on 85 humeral fractures ¿, published on september 16, 2014. Which is associated with the stryker ¿hoffman ii external fixation system¿. The article can be found at http://dx.doi.org/10.1016/j.injury.2014.08.045. This report includes an analysis of the clinical data that was collected on 85 patients. The cases in this study range from 2001 to 2010. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced deep infection, which required revision. The report states, ¿two superficial infections (2.4%) and one suspected deep infection (1.2%) occurred and were resolved simply by removing the external fixator in addition to antibiotic therapy.¿

Manufacturer narrative:
Please note correction to suspected medical device in section d. This includes the following; product long description, product code, and common device name. Additionally, please note correction to b2. This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of deep infection, which required revision could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.